Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report that since the day of the report, the patient had noticed a twinkling sensation going to their right leg. When asked, they confirmed the neurostimulator was on the right side. They received the implant two days ago, and had not made any adjustments yet. The possibility that the setting may be a little too high for them at this time was reviewed, and with instruction, the patient connected and decreased their setting from 2.2 volts to 2.0 volts on program 4, and confirmed the twinkling sensation had subsided in their right leg. The troubleshooting steps that were taken on the call resolved the issue.